Event description:
Consultant was re-stocking his case with instruments and noticed that one screw would not sit in the tray properly. The threads on the screw were sheared off. The screw was not taken into a procedure.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Device history record review completed with no complaint related anomalies noted.

Manufacturer narrative:
A visual inspection was performed on the returned screw and no signs of any use or damage were observed. The tin coating is intact. Also noted was a burr which is called a chip wrap. This material wraps around the shaft near the head during the thread turning operation and it was not removed during subsequent processing. The chip wrap would be the type of burr produced during manufacturing. A CAPA has been opened to address this issue. Placeholder.